Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by the following: -the distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover, which made the cover easy to come off the subject device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. However, since the subject device and the distal cover were not sent to olympus, a definitive root cause cannot be identified. The user can detect/prevent the suggested event by following instructions for use below: - detection method is described in 4.1 of chapter 4 in operation manual. - preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304 - 2023 ¿ 00091.

Event description:
The customer reported to olympus that the single use distal cover came off from the evis exera iii duodenovideoscope. The issue was found at the end of a therapeutic, endoscopic retrograde cholangiopancreatography (ercp) which was completed using the same equipment. The cover was retrieved by the doctor at the time of the event. The procedure was extended for an unspecified amount of time during the search of the cap. There were no reports of patient harm. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover.